Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured. An invasive procedure was performed and this lead was replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No further information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.